Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 98-112mg/dl fasting. Unable to verify test strips expiration date . Customer's test strips are being stored loose in the meter case. Customer performed a back to back blood test 252mg/dl and 249mg/dl non-fasting, using a new vial of strips. Reviewed meter memory (B)(6). Memory concerns:none with results from memory customer unable to provide lot # from the strips vial because she disposed of it and stores the strips loose in the pouch .customer also has a new vial of strips available . Back to back blood test performed using vial lot# ps2402 for which customer received a result of 252 mg /dl and 249 mg /dl nonfasting .customer's meter has the wrong date and time for results from memory .customer is unable to recall if results from memory are fasting or not .